Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he experienced low blood glucose. The customer's blood glucose was 33 mg/dl. The customer declined troubleshooting for previous issues that he had with lost sensor and weak signal alerts. The customer was advised that a replacement sensor would be sent. The customer acknowledged that the sensor issues was a result of a user error. The customer did not return the insulin pump for analysis.